Event description:
The customer stated, that he performed high control tests and the results were out of range. While troubleshooting, he performed 2 control tests and received results of 462, 460, and 466 mg/dl. The high control range is 284-368 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.